Manufacturer narrative:
(B)(4).

Event description:
The receiver has been received for evaluation. The device was visually inspected and no defect was found. Charged and boot receiver and it passed. The data log was reviewed and did not find any errors related to the customer complaint. The reported event of a hardware error was not confirmed. A root cause could not be determined as the allegation was not found.

Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the receiver displayed err121. No additional patient or event information is available. No product or data was returned for evaluation. The complaint confirmation of the error icon could not be determined. A root cause could not be determined.